Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr confirmed the reported event and determined the most likely cause of the issue is the main printed circuit board assembly. The fsr replaced the main board, performed the user verification test, and operational verification procedure according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault on startup and will not clear. The field service representative performed calibrations with no change and determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation could be confirmed but unable to be duplicated. All transducers successfully passed calibration testing.